Event description:
Same case as: 2134265-2015-00853. Reportable based on investigation completed on 30jan2015. It was reported that the device shaft leaked. During a transvascular autonomic modulation (tvam), an atlantis¿ pv imaging catheter was used in order to visualize an unspecified target lesion. However, when the device was flushed, leak in the shaft was noted. The physician tried to use it however, leaking continued so the physician decided not to use it in the patient and grabbed the second atlantis¿ pv imaging catheter but the same issue occurred. The procedure was completed using the third atlantis¿ pv imaging catheter. No patient complications were reported and the patient's status is fine. However, device analysis revealed an open hole in the sheath assembly.

Manufacturer narrative:
Age at time of event: 40s. (B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed of a fluid leaked from an open hole in the sheath 93 .0 cm from the tip to the proximal end when the catheter was flushed, imaging core looks bent in the section where the hole is located, a good unit wave form appeared during impedance testing and a good square image appeared in the ilab system during image characterization testing. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).